Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of the essure / malposition of essure device location of device: displaced out of tube / migration of essure device location of device: uterus"), genital haemorrhage ("heavy and irregular bleeding") and hydrosalpinx ("suspicious tubal fluid collection and tube remnant") in a 28-year-old female patient who had essure (batch no. 857591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included prolactinoma in (B)(6) 2010, celiac disease in 2017, galactorrhea, abortion, tonsillectomy and adenoidectomy. Concurrent conditions included sore throat, dysfunctional uterine bleeding, hypovolemia, abdominal tenderness, yeast infection, bowel movement irregularity, ovarian cyst, kidney stones, eye discharge and vision abnormal. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adhesion ("adhesions and scaring"), scar ("adhesions and scaring"), weight increased ("weight gain") and hormone level abnormal ("need for hormones"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced menopause ("menopause"), the first episode of emotional distress ("emotional distress") and nightmare ("nightmares"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("blood loss anaemia"), the second episode of emotional distress ("pain emotional and physical pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy), surgery (salpingectomy and hysterectomy) and surgery (underwent pelvic surgery / hysterectomy and salpingectomy and oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, hydrosalpinx, adhesion, scar, weight increased, hormone level abnormal, menopause, tooth disorder, dyspareunia, iron deficiency anaemia, the last episode of emotional distress, vaginal discharge, fatigue, nightmare and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adhesion, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hydrosalpinx, iron deficiency anaemia, menopause, menorrhagia, nightmare, scar, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of emotional distress and the second episode of emotional distress to be related to essure. The reporter commented: physician said it was too late to do d&c procedure, her bleeding was so severe that she needed a full hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of the essure / malposition of essure device location of device: displaced out of tube / migration of essure device location of device: uterus"), genital haemorrhage ("heavy and irregular bleeding"), hydrosalpinx ("suspeous tubal fluid collection and tube remnant") and hypovolaemic shock ("severe hypovolemic shock") in a 28-year-old female patient who had essure (batch no. 857591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included prolactinoma in (B)(6) 2010, celiac disease in 2017, galactorrhea, abortion, tonsillectomy and adenoidectomy. Concurrent conditions included sore throat, dysfunctional uterine bleeding, hypovolemia, abdominal tenderness, yeast infection, bowel movement irregularity, ovarian cyst, kidney stones, eye discharge, vision abnormal and overweight. In 2011, the patient experienced bladder disorder ("bladder problem or urinary problem or changes") and urinary tract disorder ("bladder problem or urinary problem or changes"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adhesion ("adhesions and scaring"), scar ("adhesions and scaring"), weight increased ("weight gain") and hormone level abnormal ("need for hormones"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hypotension ("hypotension"). On (B)(6) 2011, the patient experienced menopause ("hormonal changes- describe:menopause") and nightmare ("nightmares"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), hypovolaemic shock (seriousness criterion medically significant), iron deficiency anaemia ("blood loss anaemia /severe blood loss anemia"), emotional distress ("pain emotional and physical pain/emotional distress"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy(full)/d&c procedure/ prolapsed tube and vaginal cuff correction) andsurgery (underwent pelvic surgery / hysterectomy and salpingectomy and oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, hydrosalpinx, hypovolaemic shock, adhesion, scar, weight increased, hormone level abnormal, menopause, tooth disorder, dyspareunia, iron deficiency anaemia, emotional distress, vaginal discharge, fatigue, nightmare, abdominal pain, hypotension, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adhesion, bladder disorder, device expulsion, dyspareunia, emotional distress, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hydrosalpinx, hypotension, hypovolaemic shock, iron deficiency anaemia, menopause, menorrhagia, nightmare, scar, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician said it was too late to do d&c procedure, her bleeding was so severe that he needed a full hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Patient's demographics, concomitant condition was added. Added event severe hypovolemic shock, hypotension, severe blood loss anemia, bladder problem or urinary problem or changes. Updated onset date. Event updated from pain emotional and physical pain to pain emotional and physical pain/emotional distress. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of the essure / malposition of essure device location of device: displaced out of tube / migration of essure device location of device: uterus"), genital haemorrhage ("heavy and irregular bleeding") and hydrosalpinx ("suspeous tubal fluid collection and tube remnant") in a 28-year-old female patient who had essure (batch no. 857591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included prolactinoma in (B)(6) 2010, celiac disease in 2017, galactorrhea, abortion, tonsillectomy and adenoidectomy. Concurrent conditions included sore throat, dysfunctional uterine bleeding, hypovolemia, abdominal tenderness, yeast infection, bowel movement irregularity, ovarian cyst, kidney stones, eye discharge and vision abnormal. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adhesion ("adhesions and scaring"), scar ("adhesions and scaring"), weight increased ("weight gain") and hormone level abnormal ("need for hormones"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced menopause ("menopause"), the first episode of emotional distress ("emotional distress") and nightmare ("nightmares"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("blood loss anaemia"), the second episode of emotional distress ("pain emotional and physical pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy), surgery (salpingectomy and hysterectomy) and surgery (underwent pelvic surgery / hysterectomy and salpingectomy and oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, uterine perforation, device expulsion, hydrosalpinx, adhesion, scar, weight increased, hormone level abnormal, menopause, tooth disorder, dyspareunia, iron deficiency anaemia, the last episode of emotional distress, vaginal discharge, fatigue, nightmare and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adhesion, device expulsion, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, hormone level abnormal, hydrosalpinx, iron deficiency anaemia, menopause, menorrhagia, nightmare, scar, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of emotional distress and the second episode of emotional distress to be related to essure. The reporter commented: physician said it was too late to do d&c procedure, her bleeding was so severe that he needed a full hysterectomy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "menopause, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems, dyspareunia (painful sexual intercourse), perforation (uterus), blood loss anaemia, pain emotional and physical pain, vaginal discharge, perforation (fallopian tube), fatigue, emotional distress, nightmares, abdominal pain, did not undergo confirmation test, suspeous tubal fluid collection and tube remnant" were added. Lot number was added. Historical and concomitant conditions were added. New reporter were added. Event device dislocation was updated as device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), adhesion ("adhesions and scaring"), scar ("adhesions and scaring"), weight increased ("weight gain") and hormone level abnormal ("need for hormones"). The patient was treated with surgery (on or about (B)(6) 2011, patient underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, genital haemorrhage, adhesion, scar, weight increased and hormone level abnormal outcome was unknown. The reporter considered adhesion, device dislocation, genital haemorrhage, hormone level abnormal, scar and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.